Event description:
It was reported when an asymptomatic patient presented in-clinic during follow-up the device was found in backup vvi mode. Review of device image showed that device went into backup vvi during an episode which patient received hv shocks. Patent is a construction worker and frequently works with a table saw. The device was explanted and returned. The patient condition is stable.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
The reported field event of backup vvi was confirmed in the laboratory and was caused by a power-on reset. The device was tested on the bench as well as using automated test equipment, and no anomaly was found. The cause of the power-on reset could not be determined.